Event description:
This lead was implanted on (B)(6) 2013, and remains implanted at this time. A call placed to technical services on 4/5/2013, states that this lead is, due for pocket revision, due to erosion. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).